Event description:
A customer contacted beckman coulter inc (bec) regarding erroneously elevated troponin (accutni) patient results above the ami cutoff and within the risk stratification range of the assay for one patient sample. Repeat testing of the patient sample re-produced the elevated results while testing of additional patient draws produced lower results within the normal range of the assay that were not questioned by the customer. Per customer, the patient was admitted from the ER after the erroneously elevated accutni patient results were obtained.

Manufacturer narrative:
Qc was performing within the customer's established ranges prior to and after the event. System check data was not supplied. Per customer supplied documentation, the customer indicated that the event may have been caused by "probable sample issues" with the patient's sample; however, the customer did not report that they believe this was the definite cause of the event. The customer did not request service as they believed the issue was isolated to just one patient sample. In conclusion, the cause of this event is unknown and could not be determined based on the supplied information.

Manufacturer narrative:
Bec field service engineer (fse) was dispatched to this customer site in connection to a subsequent event (documented in MDR 2122870-2012-00940). The on site fse discovered some issues with the incubator belt of the customer's instrument and sent the belt back to bec for further investigation. The investigation determined the cause of this event was the incubator belt.